Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on (B)(6) 2020.

Event description:
It was reported that during an in-clinic follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade to resolve the issue was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6 conclusions code- the correct code to supersede the initial conclusions code should be 25 cause traced to manufacturing rather than 12 cause traced to device design.